Event description:
An rsp endotracheal tube and tube holder were in use on a ventilated infant. Within less than 48 hours use, the ventilator alarms sounded and the infant was self extubated. User facility personnel reported that the holder securing the endotracheal tube separated from its adhesive base. The infant was reintubated without injury.